Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The other turntrac flex guidewire (lot#1101861) is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a chronic total occlusion (cto) lesion in the mid left anterior descending (mlad) artery. The 014 ht turntrac flex guidewire (gw) (lot#1101861) was attempted to be advanced to the target lesion; however, after several attempts the gw failed to cross due to the anatomy and the tip of the gw broke. The gw was removed with difficulty due to anatomy. The gw replaced with another same size turntrac gw (lot#1102161). The second gw also failed to cross due to the anatomy and the the tip of the second gw also broke. The second gw was also removed with difficulty due to the anatomy. There was no adverse patient effect and no clinically significant delay reported in the procedure. A non-abbott gw was used to continue the procedure. No additional information was provided.